Manufacturer narrative:
This report is submitted on january 14, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to short circuited electrodes. The patient will be reimplanted at a later date.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted om june 11, 2024.